Manufacturer narrative:
A ge service rep performed an on site investigation. The foot switch was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system foot pedal stayed pushed in and x-rays did not stop when the pedal was released. The problem occurred before the exam and there was no pt involved. There was no injury or death reported.